Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the patient had an undesirable change in stimulation. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the patient was not satisfied with therapy. Reprogramming was performed at the patient's 24, 36, and 48 month visits, 3 of 4 programs were changed. Impedances were within normal limits at those visits. Per the patient's voiding diary, reprogramming did not show improvement. The investigator decided to do the lead revision while doing a battery replacement to see if he could improve symptoms for the patient.

Event description:
It was reported the patient device was replaced for normal battery depletion. The patient had increased need and urges to urinate. It was noted that the patient was reprogrammed. There was no injury to the patient and the event was considered resolved without sequelae. Additional information reported the patient was given oral antibiotic bactrim and percocet for pain medication. Additional information received reported increased frequency and urgency due to lasix. Preliminary assessment was this was device related since the lead was replaced on (B)(6) 2014. Outcome was ongoing. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Event description:
Additional information indicated the lasix was medication for an aortic valve disorder. The lead was replaced due to the increased frequency and urgency.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v535669, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead; product ID 3889-28, lot# v535669, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. (B)(4). Analysis of the lead indicated no significant anomaly the #3 conductor was broken (overstress/damage) near the distal end #3 electrode.

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study reported the outcome was resolved without sequelae. Follow up is being conducted to determine what diagnostics/troubleshooting was performed to determine that the lead needed to be replaced to resolve the event. If additional information is received, a follow-up report will be sent.